Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc. After screwing on the packaged needle and starting the injecting the patient, the syringe was broken and cracked just under the barrel as they were injecting and the product went over the patient's face. No injuries were reported.